Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device experienced continuous activation. It was also reported that the case was completed successfully with no adverse consequences.

Event description:
It was reported that the device experienced continuous activation. It was also reported that the case was completed successfully with no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: probe continued to activate under coag despite not being used the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the probe short (possibly due to fluid ingress), inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of the core to handle.